Event description:
It was reported that, a new ilet user experienced hyperglycemia after a lunch meal announcement while the device was operating on factory settings and had not yet adapted. Glucose levels peaked at 343 mg/dl and remained above range for approximately 90 minutes before trending downward as the system delivered insulin. No clinical symptoms were reported. There was no need for outside assistance, no medical intervention, and no hospitalization. The investigation included phone-based troubleshooting and user education regarding the learning period, meal announcements, and potential infusion site considerations, with educational resources provided. The investigation revealed no reported device malfunction, and the event was consistent with early-use adaptation and possible site-related factors, with glucose levels decreasing during the call as the ilet continued dosing. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.